Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report. 1. Section h. Box 6. Results code 1 h3 other text : placeholder.

Manufacturer narrative:
Please note that this complaint is associated with field corrective action (fca)#: 3005168196-06-2017-014-r. Results: the psr3d¿s core wire was fractured approximately 199.2 cm from the proximal end, the wrapping wire was unraveled, and the psr3d tip was fractured off the pusher wire. Conclusions: evaluation of the returned psr3d revealed the core wire was fractured, and the wrapping wire was unraveled. Fracture of the core wire typically occurs due to forceful retraction of the psr3d against resistance. If the psr3d is further manipulated after the core wire breaks, the wrapping wire may become unraveled, and the psr3d tip may become separated from the pusher wire. The velocity had no visible damage and had a 0.025¿ mandrel advanced and retracted through it without issue. Penumbra psr3ds and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, after completing the first pass using a psr3d with a velocity delivery microcatheter (velocity), the physician attempted to retract the psr3d into the velocity; however, the psr3d pusher wire unraveled. It is unknown if there was an adverse effect to the patient.

Manufacturer narrative:
Please note additional information was added. (B)(4).

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). After successfully using the psr3d with a velocity delivery microcatheter (velocity) in a single pass, the devices were removed from the patient. On the back table, the psr3d delivery wire broke while retracting into the velocity. Since the procedure had already been completed there was no need to do another pass using the psr3d. The patient had a complete reperfusion and was discharged five days after the procedure.